Event description:
In 2006, nellcor received a report where it was claimed that the "cuff failed" on the device during use on a pt. The caller did not have any further details related to this report. This report is associated to the second occurrence 2936999-2006-00767.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report is not available for evaluation.